Manufacturer narrative:
It was reported that patient had surgery on (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that a laser vision correction patient had surgery and presented on (B)(6) 2016 with recurrent corneal erosion with surrounding brawny edema in left eye. It was reported that patient is being follow up and scheduled to be seen the next day, (B)(6). The site notified that the patient did not show for the (B)(6) appointment however was seen on (B)(6) 2017 and according to the medical record the doctor noted adverse event resolved. The resolution date is therefore (B)(6) 2017.